Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the circumflex (cx). The lesion was pre-dilated with an apex balloon. Several attempts were then made to cross the lesion with a taxus liberte' atom 2.25x16mm stent but were unsuccessful. After the third attempt, the stent delivery system was removed from the patient and it was noticed the stent struts were sticking up. Another of the same taxus liberte' atom was successfully deployed in the cx. In addition, a non-bsc guide catheter was placed in the left main (lm) and a dissection occurred. An unspecified veriflex stent was used to treat the dissection. It is the physician's opinion the non-bsc guide catheter was the cause of the dissection that occurred in the lm. No further patient complications were reported and the patient status is reported as "fine".

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the circumflex (cx). The lesion was pre-dilated with an apex balloon. Several attempts were then made to cross the lesion with a taxus liberte' atom 2.25x16mm stent but were unsuccessful. After the third attempt, the stent delivery system was removed from the patient and it was noticed the stent struts were sticking up. Another of the same taxus liberte' atom was successfully deployed in the cx. In addition, a non-bsc guide catheter was placed in the left main (lm) and a dissection occurred. An unspecified veriflex stent was used to treat the dissection. It is the physician's opinion the non-bsc guide catheter was the cause of the dissection that occurred in the lm. No further patient complications were reported and the patient's status is reported as 'fine'.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified proximal stent damage. The struts on rows 1 and 2 from the proximal edge were raised distally. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).